Event description:
A hospital in (B)(6) reported to a distributor that two rt226 infant low flow breathing circuits each had a faulty heater wire adapter. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: manufacturing date: quantity affected: 120315, 03/15/2012, 1. 120430, 04/30/2012, 1. The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint infant breathing circuits were not returned to fisher & paykel healthcare for investigation. Without the complaint devices we are unable to determine the root cause of the reported fault.

Manufacturer narrative:
(B)(4). Lot number: 120315, 120430; manufacturing date: 03/15/2012, 04/30/2012; quantity affected: (B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that two rt226 infant low flow breathing circuits each had a faulty heater wire adapter. No patient consequence was reported.